Event description:
As reported by an edwards lifesciences affiliate in the united kingdom, regarding an implant of a 23 mm sapien 3 ultra resilia valve in aortic position by transfemoral approach. During procedure, at the insertion of the valve into the esheath plus, operator felt that the loader cap came back too early, but the valve appeared okay and was not observed to be exposed to the hemostatic valves. The valve alignment was performed after advancing the tortuosity of the aorta with no problems observed on the valve. Then, advancing around the aortic arch, the valved looked slightly bent and appeared to be non-coaxial to flex tip, and when attempting to cross the native valve it was not possible due to the heavy trileaflet calcification. It was decided to remove the system and perform a pre dilation. As medical team complained about the flex catheter did not appear to function, it was decided to prepare a second system with a new valve. During the retrieval of the device, the esheath split and the valve dislodged completely off the balloon on the wire. It was managed to insert the 14fr introducer through the crimped valve in the descending aorta, remove the introducer and then insert a 20 mm non-edwards balloon and deployed the valve in the descending aorta. During the deployment in the descending aorta, the valve frame was clearly bent. Then, the second valve was successfully implanted in the intended position. The patient was hemodynamically stable throughout all the procedure and was noted as to be transferred in stable condition. After the removal of devices, it was observed a kink in the delivery system approximately 2 inches from the flex tip. The perceived root cause of the event was that the valve could be accidentally exposed to the hemostatic valves during the insertion via esheath. Then the valve alignment was performed immediately post tortuosity and then the valve was further damaged at the aortic arch.

Manufacturer narrative:
E1: phone number: (B)(6). This is one of two manufacturer reports being submitted for this case. Investigation is underway.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections: g3, g6, h2, h6 type of investigation, investigation findings, investigation conclusions have been updated. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode is not required at this time. The device was returned for evaluation. The returned devices were visually examined, and the following was observed: two kinks/compression marks on the flex shaft, at 3.6cm and 1.7cm from flex tip. Gouges observed on flex tip. Delivery system was able to be fully flexed without issues. Functional testing was performed on the returned device. Upon receiving the device, engineering was able to fully flex and articulate the delivery system in the correct orientation. Additionally, the flex detection angle and flex vertical distance were take a full flex position. All measurements met specification. Imagery was provided for review. The following were observed from the imagery provided: left access vessel shows sections with undersized vessel (mld below 5.5mm) (mld for 14fr esheath plus is greater or equal to 5.5mm). Descending aorta presented calcification. Tortuosity present in descending aorta. The instructions for use (IFU), and training manuals have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Regarding the difficulties crossing the annulus, through extensive complaint investigations, difficulty or inability in tracking the delivery system to the landing zone, including traversing the aortic arch and crossing the native annulus/bioprosthesis has not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to patient factors, poor guidewire management, damaged guidewire, and/or excessive manipulation of the flex wheel. The reported crossing difficulty as been confirmed based on the information available to date. Any updates or additional findings will be submitted in accordance with FDA reporting requirements. Available information suggests patient factors (native valve calcification) likely contributed to the event as it was reported that heavy trileaflet calcification was present. Patient factors (i.e. Calcification) may cause constrained sections of the anatomy that interferes with passage of the delivery system and causes difficulty during tracking/crossing. Regarding the articulation difficulty, the event was unable to confirmed during device evaluation. A review of the DHR and lot history did not provide any indication that a manufacturing non conformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. The 3mensio picture provided, the aortic arch is not visible, however, calcification and tortuosity is present in the descending aorta. Horizontal aorta, calcification or tortuosity in the aorta can create a challenging pathway for the delivery system which may interfere with passage and flexion of the delivery system. During device evaluation, functional testing of returned device revealed full articulation in the proper direction when utilizing the flex wheel. In this case, due to insufficient information, a definitive root cause was unable to be determined at this time. Regarding the withdrawal difficulty, through extensive complaint investigations, events reporting difficulty/inability withdrawing catheter through patient vasculature or through the sheath have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to patient factors, non-coaxial withdrawal, altered balloon profile, damaged sheath, and/or damaged guidewire. The withdrawal difficulty has been confirmed based on the information available to date. Any updates or additional findings will be submitted in accordance with FDA reporting requirements. Available information suggests patient factors (undersized vessel, tortuosity, calcification) likely contributed to the event as 3 mensio imagery showed undersized vessels. Patient factors (i.e. Calcification, tortuosity, or small vessel size) may cause constrained sections of the anatomy that interferes with passage of the delivery system and causes difficulty during withdrawal. Proper withdrawal technique is important, as non coaxial withdrawal of the delivery system with crimped thv may cause the system or thv to interact with vasculature or the sheath, resulting in difficulty withdrawing. Additionally, if the thv is not centered on the flex tip, the proximal end of the thv maybe be exposed to the environment and cause it to become caught on vasculature or sheath tip during withdrawal. The reported valve dislodged off balloon during withdrawal through sheath was unable to confirmed due to unavailability of applicable imagery. However, a review of the DHR and lot history did not provide any indication that a manufacturing non conformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. It is possible that during removal of the crimped thv and commander delivery system, the valve apices interacted with vessel calcification and/or the sheath tip resulting in the reported thv dislodge from the balloon. As such, available information suggests that procedural factors (valve caught on calcification/sheath tip) may have contributed to the complaint event. The reported system component damage was confirmed based on evaluation of the returned device. However, no manufacturing non-conformance was identified during the evaluation. A review of the DHR, and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. Per device evaluation two kinks/compression marks were observed on the flex shaft. In this case, difficulty was encountered while crossing the native valve with the delivery system. It is likely that additional device manipulation was applied to overcome this encountered difficulty, causing the delivery system flex shaft damage as reported. As such, available information suggests that procedural factors (device manipulation) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.